Event description:
An electronic report was received from a peritoneal dialysis patient. It was initially reported that the patient noticed fluid leaking from the tubing set that went all over the floor. One the patient noticed this, he disconnected from the treatment set and notified the clinic of the event. The patient also stated he could not find where the leak was coming from on the tubing set and that the set looked intact. As a result of this event, the patient did receive one prophylactic dose of an antibiotic for the leak. He also stated that he continued to use more lines with the same lot, and all of those sets seemed to work fine. He did not save the sample, however he does have a companion sample for an evaluation. The patient continues peritoneal dialysis with these tubing sets with no ill effect from the event.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during the DHR review. Lot met all release criteria. Sample analysis: we received a companion sample with code 050-87208 lot 8ar046 in original bag. Visual inspection was performed and no defect was found. The sample underwent leak testing. Leak testing was performed at 5 psi under water per 1 minute and no leak was found. Conclusion: not confirmed. Corrective action: the original sample was not available. The complaint is deemed as not confirmed. Fmc will continue to monitor defects per current procedure. Since the complaint was not confirmed, no corrective action is documented at this time.